Event description:
Initial reporter indicated that the patient was seen in their office and a system diagnostic test was performed, that resulted in high lead impedance. Indicating a possible lead malfunction. It was reported the event occurred after the patient had been hit in the chest with a softball. Additionally the patient was not able to feel their vns device stimulation. X-ray review by manufacturer revealed a gross lead discontinuity below the negative electrode. The patient had surgery and their lead was replaced. The lead was returned to manufacturer for product analysis. The explanted lead was returned to the manufacturer for analysis in one piece without the electrodes. Product analysis revealed a coil discontinuity on the negative and positive lead coils near the electrode bifurcation. Due to metal dissolution the fracture mechanism could not be determined. Further inspection performed in the positive coil showed a secondary fracture. The broken coil wire shows the characteristic appearance of a stress-induced fracture.

Manufacturer narrative:
Review of x-rays by manufacturer revealed a gross lead discontinuity. Device malfunction occurred, but did not cause or contribute to a death or serious injury.